Event description:
The pca pump will accept d cell standard batteries or rechargeable batteries. [Batteries are always required for this unit.] When the rechargeable batteries are used, it is necessary to use an external power supply. The external power supply is heavy and causes failures of the connecting cord. In addition, it is awkward to find a place to put it. Baxter does offer a pouch to hold the charger when not in use. However, the pump and pouch often become separated. The charger sometimes falls from the pump pole. In doing so, it could cause injury if it hit a nearby bare-footed patient on the foot. No patient injuries have occured this year.] When the d cell batteries are in use, there is no way for the operator to know it. It is possible that an unknowing operator can attach the power supply to a pump that has non-rechargeable batteries. The batteries "load" from the bottom of the pump. Occasionally the battery door becomes dislodged and the batteries fall out. When the batteries fall out, the patient no longer has use of the pump. Rptr has talked with the company and they have worked with them to help remedy these problems. It seems that there could be a better way to engineer the power supply of this unit to minimize the number of battery related problems that the operator and service persons have with this device. [Baxter did not offer any remedy to this specific problem. Baxter does recommend not using the charger with non-rechargeable batteries. The facility refuses to use non-rechargeable batteries. Therefore, all pumps must be used with a charger. The site has put velcro on the charger and on top of the pump to hold the charger when no pouch is available and the charger is not in use. There have been no complaints when a velcro attachment is used.